Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. After an unspecified period of time, CT of abdomen showed air collection. Patient remained inpatient and was treated with IV antibiotics tazocin 4.5 g three times a day. On (B)(6) 2016, IV antibiotic was stopped. On (B)(6) 2016, patient was discharged home on oral antibiotics augmentin 500 mg three times daily for 5 days till (B)(6) 2016. The issue has been resolved.